Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci and bilateral pelvic lymphadenectomy prostatectomy procedure on (B)(6) 2012 for adenocarcinoma of the prostate. Isi was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. Multiple adhesions were noted during the procedure. There was no report of an intraoperative complication. The patient was sent to the recovery room in satisfactory condition. On (B)(6) 2012, the patient presented with abdominal symptoms. An x-ray revealed persistent pneumoperitoneum and small bowel obstruction. On (B)(6) 2012, the patient underwent an exploratory laparotomy where diffuse bacterial peritonitis was noticed. Ascites were collected and sent for culture. Small bowel dilatation caused by obstruction was noted. A perforation in the ileum was noted and the ileocecal valve was ischemic. A small rent was noted in the distal ileal mesentery. Two feet of distal small bowel was resected as well as the cecum and appendix. The patient was taken to the recovery room in stable condition and subsequently discharged on (B)(6) 2012. No additional information was provided after the date of discharge.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical procedure.